Event description:
The pt experienced a loss of stimulation and discomfort with stimulation. The implantable neurostimulator (ins) was overdischarged and unable to respond. The ins and leads were replaced. A break in the leads was noted upon explant. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place. The implantable neurostimulator and leads have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.